Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing, leading to inappropriate atrial tachycardia response (atr) episodes and pacing inhibition. Technical services were consulted and reprogramming options were discussed and recommended. Currently, this product remains in service and no adverse patient effects were reported.